Manufacturer narrative:
H11 correction - subsequent to filing the final MDR, it was noted that the following statement was inadvertently left on the report: medical device problem code 2920 added. Therefore, a supplemental MDR is being filed to correct the report and remove the statement.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported missing balloon marker is related to a potential product quality issue. The investigation was unable to determine a conclusive cause for the reported missing balloon marker. It should be noted that per the manufacturing process, quality checks have been placed in the manufacturing process to confirm the production of the device meets manufacturing specification. The alignment of the distal marker on the equipment is necessary to create the seal and the distal marker is the guide to complete an appropriate seal. The markers should be aligned with the shoulder of the balloon for the alignment of the inner member (im) within the balloon. Per the balloon marker placement instructions, the process requires the placement and alignment of two markers and the verification of the two markers placed on the device. Therefore, this is deemed not manufacturing related. Possible factors that may cause the balloon marker to be missing and/or not visible under fluoroscopy include, but not limited to, location of anatomy and/or anatomical conditions, the type of contrast solution, contrast mixing ratio, patient anatomy, patient disease state and fluoroscopy equipment. In this case, the device was not returned for analysis; therefore, a conclusive cause for the reported complaint cannot be determined. Additionally, it was reported that the balloon could not be placed in the anatomy as a result of the reported missing marker. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - device returning status updated from yes to not returning . H6 - medical device problem code 2920 added..

Event description:
It was reported that the procedure was to treat a fibrotic lesion in the right coronary artery (rca) with heavy calcification, heavy tortuosity and 80% stenosis. When the 2.5x12 mm nc trek neo was advanced, the distal marker of the device was noted to be missing. The balloon could not be placed. The patient was kept on medical management. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.